Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a stuck guidewire in the needle was confirmed, and was found to be use related. The implicated and returned product was a guidewire and needle from a 4.2 fr broviac kit. The product was returned with the guidewire lodged inside the yellow percutaneous introducer needle. The guidewire extended 1.2 cm beyond the distal end of the needle. The distal 0.4 cm of the guidewire remained coiled. The portion of guidewire proximal to that was uncoiled. A substance appeared to be lodged between the guidewire and the anterior surface of the needle bevel. The needle could not be dislodged with normal usage force, however forceps were used to push the guidewire through the needle. The portion of guidewire lodged within the needle had a fibrous coating on the guidewire. Microscopic examination of the needle bevel showed the heel of the needle bevel was slightly damaged at the proximal portion of the bevel heel. The central core of the guidewire was broken off of the weld tip, and was determined to be the cause of the uncoiling of the guidewire. The failure mode observed was found to be caused by retracting the guidewire against the needle. The instructions for use warn: ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and guidwire as a unit to help prevent the needle from damaging or shearing the guidewire.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of huyh0732 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016- it was reported per medwatch that the patient was having a broviac 4.2 catheter placed. During the procedure, the guidewire became stuck inside the needle that comes with the kit while inserted in the patient. The guidewire and needle had to be removed and another kit was opened and used. The second kit was also difficult to use, but did perform properly. The patient did not sustain any harm.